Event description:
It was reported that the patient presented remotely. Upon review, the patient's pacemaker exhibited episodes post-paced t-wave oversensing and far r wave oversensing resulting in inappropriate mode switches. The patient was seen on (B)(6) 2024, and programming changes were made. No further episodes have been noted, and the patient is stable.